Event description:
It was reported that the patient received a vibratory notifier and presented remotely via merlin.net transmission. Upon review of the transmission, it was noted that the implantable cardioverter defibrillator exhibited backup vvi operation. The asymptomatic patient presented in clinic on (B)(6) 2017 for further troubleshooting. A device download was performed successfully.